Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery was installed but the device indicated ac inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's battery connection assembly was removed and returned. The malfunction was duplicated and attributed to the faulty battery connection assembly. Analysis for reports of this type has not identified an increase in trend.